Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2021 by seminars in arthroplasty, titled ¿cause for revision differs between a short and standard-length stem at 5-year follow-up¿. The study reviewed sixty (60) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and cemented pe glenoid (pegged or keeled) (brand, manufacturer unspecified) to address primary osteoarthritis. During the sixty (60) month follow-up period, one (1) patient experienced glenoid loosening requiring revision. Source: denard, patrick j., et al. "Cause for revision differs between a short and standard length stem at 5 year follow-up." Seminars in arthroplasty: jses. Vol. 31. No. 4. Wb saunders, 2021.